Manufacturer narrative:
H2) correction: see a1, a3, and a4. H3) a software investigation was initiated and determined that the suspected issue was with hardware. H6) 10, 213, and 67 are associated with the software investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported they tested the reference frames at the site. One of the perc pin reference frames appeared to have more "wobble" than the rest. This appears to be due to the spring mechanism and is likely to have caused the alleged inaccuracy in the case.

Manufacturer narrative:
Patient weight not available. Concomitant medical products: other relevant device(s) are: product ID: 9732353, serial/lot #: (B)(4). Manufacturer representatives were on-site and tested the reference frames. One of the perc pin reference frames appeared to have more "wobble" than the rest. This appeared to be due to the spring mechanism and was suspected to have caused the alleged inaccuracy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a l3-si lumbar revision case. It was reported that they took their initial spin but when checking accuracy with a surgical drill and a passive planar blunt probe, it was off by 2-3 millimeters laterally. They re-verified their instruments and the accuracy improved slightly. They thought that the drapes near the patient reference frame could have been too tight so they decided to take another spin while ensuring that the drapes would not cause any movement. When verifying accuracy, they found that they were at best 2 millimeters deep and at worst 5 millimeters deep depending on the anatomy. They decided to abort navigation to continue the case. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.